Event description:
It was reported that the patient had an infection that the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the device was returned and analyzed. There were no anomalies found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also noted that the infection was skin erosion and local cellulitis, afebrile. Intervention was versed intravenous, fentanyl intravenous and vancomycin intravenous were administered. The patient is a participant in the (B)(6) clinical study.